Manufacturer narrative:
This device was not returned to mmdg and therefore could not be evaluated. Mmdg has not been able to confirm this complaint. Based on the complaint information provided, the pump may have been infusing at a rate that mmdg would consider reportable. This report will be updated if the pump is returned to mmdg for this complaint.

Event description:
The initial reporter stated that the pump was programmed at 25 ml/hr rate and 100 ml dose and that "it should deliver in four hours but sometimes it takes five to five and a half hours and others it infuses in three to three and a half hours". They state that sometimes the pump takes longer than it should to deliver, meaning that it's under delivering. The patients mother reported that the patient was experiencing gastritis, due to feeding intolerability, but it was unclear if that was caused by supplemental feeding or the pump. Mmdg followed up with the initial reporter who stated that the patient did not have any other adverse effects due to the complaint. [(B)(4)].